Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware error. Dexcom technical support advised patient's wife to reset the device on (B)(6) 2014.